Event description:
It was reported that during a routine post procedure follow-up, this right ventricular (rv) lead exhibited a decrease in sensing, low amplitude and an increase in the threshold. It was suspected that the lead had dislodged. Additionally, there was an alert was detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. The auto threshold algorithm has increased in the rv output. There was intermittent loss of capture but no undersensing noted. The patient will be scheduled for an rv lead revision at a later time. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that during a routine post procedure follow-up, this right ventricular (rv) lead exhibited a decrease in sensing, low amplitude and an increase in the threshold. It was suspected that the lead had dislodged. Additionally, there was an alert was detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. The auto threshold algorithm has increased in the rv output. There was intermittent loss of capture but no undersensing noted. The patient will be scheduled for an rv lead revision at a later time. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that this rv lead had eventually perforated into the thoracic cavity. Despite the rv lead not capturing, the patient was in sinus rhythm and no bradycardic episodes were observed. The lead was retracted into the rv and repositioned without further complication. A chest drain was also inserted. The post-op measured data is satisfactory. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine post procedure follow-up, this right ventricular (rv) lead exhibited a decrease in sensing, low amplitude and an increase in the threshold. It was suspected that the lead had dislodged. Additionally, there was an alert was detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. The auto threshold algorithm has increased in the rv output. There was intermittent loss of capture but no undersensing noted. The patient will be scheduled for an rv lead revision at a later time. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that this rv lead had eventually perforated into the thoracic cavity. Despite the rv lead not capturing, the patient was in sinus rhythm and no bradycardic episodes were observed. The lead was retracted into the rv and repositioned without further complication. A chest drain was also inserted. The post-op measured data is satisfactory. No additional adverse patient effects were reported. This rv lead remains in-service.